Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Needle piercing through the catheter has occurred recently. The issue is specific to 24g x 0.6 catheters.